Event description:
It was reported by the user facility that air was leaking through the pneumatic hose of the maestro drill. There was no pt involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
During performance testing at the MFR, it was observed that the device overheated.